Manufacturer narrative:
(B)(6) this event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for n-terminal pro b-type natriuretic peptide (probnp ii). The erroneous results were reported outside of the laboratory. The initial probnp ii result was 18.20 pg/ml. The result was reported outside of the laboratory where the medical doctor questioned it and requested a repeat test. The repeat result was 12200 pg/ml. This result was believed to be correct as it corresponded to an earlier high result the patient had from 2015. No adverse event occurred. The probnp ii reagent lot number was 187588. The expiration date was not provided. The field service engineer visited the customer site to check the system. Damaged pinch valve tubing was identified and replaced. It was noted that no rack adapters were used with the 13 mm tubes. Since the service activity was performed, no further issues have been observed by the customer. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information available, a general reagent issue can be excluded. The most reasonable root cause is the damaged pinch valve tubing in combination with the sample handling issue (no rack adapters used with the 13 mm tubes). Since no pre-analytical information was provided, this cannot be completely excluded as a root cause.